Event description:
It was reported that an asymptomatic patient received a notifier after the device exhibited post paced t-wave oversensing, which was noted on a stored egm. Programming changes were recommended.